Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-nov -2017 with the following findings: a review of the black box data showed a sudden drop in voltage resulting in a cs 128 replace battery alarm. The black box also showed battery alarms following pump reboots. A battery compartment crack observed from the thread area to the case seal. There was evidence of moisture contamination observed inside the battery compartment. A leak test showed a leak at the battery compartment crack. No battery cap or cartridge cap was returned; all testing was performed with test caps. The pump powered on with a test battery cap, however, the battery cap was unable to fully tighten. During testing, current draw values were found to be within specifications. The pump case was removed and evidence of additional moisture contamination was found on the motor circuit. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the ok keypad button was hypersensitive. The keypad cover was removed; the ok button contact found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.